Manufacturer narrative:
Of the 26 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning due to the force sensor being out of calibration and force sensor pins on flex. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 26 malfunction events. A review of the events indicated that the one touch ping model pump experienced a load step malfunction issue. These reports were received from various sources. The patients associated with this allegation ranged from 32-350 pounds and between 6 and 70 years of age. Of the reported patients, 8 were male, 18 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 07/29/2017 device evaluation: in q2 2017, there were 4 instances of load step malfunction failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.